Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva tpn bag had leaked from the center port. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A visual inspection was performed on the sample and did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the bag with water and a leak occurred at the spike port cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.